Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and low suspend alarm from the insulin pump. The customer's blood glucose reading was as low as 40 mg/dl. The customer mentioned that he did not eat breakfast in the morning and did not bolus for his breakfast. The customer stated that he calibrated during the drop. The customer stated that the last 2 sensors he used were very erratic. The customer was advised to continue sensing and call back if needed.